Event description:
Ventilator emitted a sulfurous odor while in use. Biomedical engineering verified the problem. The ventilator emits a sulfurous odor from the external battery pack while that battery pack charges. Biomed called in respironics service to repair the ventilator which is still under the factory warranty. Respironics acknowledged the problem and replaced the external battery pack. They also replaced the blower assembly because it was noisy. The ventilator then passed all functional and safety tests and was put back into service. There was no patient harm.